Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion , the results will be forwarded. (B)(4).

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports a pt had a code situation and defibrillator pads were applied and a shock was initiated. A lifepak20 defibrillator was utilized to resuscitate the pt. A loud pop sound resulted in non-deliverance of treatment, shock. Closer inspection revealed a break in the cable system. The lifepak20 was cleared by the facilities bio-med dept. A new set of defibrillation electrodes were applied and the pt successfully defibrillated and resuscitated. The customer further reports that the cables have an arc looking defect near the connection to the defibrillator.